Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was damaged and compromised insulation.

Event description:
It was reported that there was damaged and compromised insulation.

Manufacturer narrative:
Alleged failure: per rep, these go through insulation testing after each use. It tests for leaks/cracks in the insulation. So far 3 have failed after only being in use for a month. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be third party repair, or handling during cleaning/sterilization. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.